Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon turning on the pump, the pump touch screen appeared white and out of focus. The customer's blood glucose was 103 mg/dl. Reportedly, the pump was reset and the issue was resolved. Customer continued to use the pump for insulin therapy.